Manufacturer narrative:
There are two pieces of blue ultrabraid suture with the device. The device has two broken fork tines on the inner shaft of the insertion device. The bent edge is visible under magnification. There is a flat spot on the distal end diameter of the outer nose tube in proximity to the broken tines. The complaint details did not include patient¿s bone quality or the site preparation information. Per the IFU ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ no root cause associated with the manufacture of this device could be supported. No further investigation warranted.

Event description:
It was reported that during a labral repair of the hip, the anchor was pulled on to ensure it was firmly fixed in the bone. When tying the knots to secure around the labrum, the anchor pulled out.